Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge t:lock became loose, interrupting insulin delivery. Customer's blood glucose level was between 110-120 mg/dl. Reportedly, a new cartridge was loaded to address the issue.